Event description:
The customer reported the fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The control cable was evaluated and replaced. The collimator was also recalibrated. The system was tested and found to be working as intended and returned to service.